Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. The customer attempted to resolve the issue by resetting the pump twice. The pump was replaced to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.